Event description:
It was reported that the customer delivered too much insulin by incorrectly entering bolus values into calculator. The customer's blood glucose (bg) level subsequently decreased to 47 mg/dl. Emergency medical services were called and assisted the customer in consuming carbohydrates to address bg. Customer was taken to the emergency room (ER) and treated with intravenous fluids to address the elevated bg. Customer was discharged the following day with the issue resolved. Recommendation was made to consult with healthcare provider regarding diabetes management.